Event description:
Hosp staff were treating a pt in the catheterization lab and were approx 20 mins into the procedure when the sync circuit allegedly shut off. The staff attempted to reactivate the sync circuit with intermittent success. A backup device was obtained and treatment was continued. There were no adverse effects to the pt as a result of the alleged malfunction.